Manufacturer narrative:
The repeat result was considered the correct result. Based on analysis of the provided alarm trace there were was an aspiration alarm on the day of the event.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a questionable elecsys troponin t hs (high sensitive) assay result for a patient on a cobas 6000 e 601 module. The initial troponin t hs result was 8.65 pg/ml and the repeat result was 1,767 pg/ml. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The troponin t hs reagent lot number was 26765400 with an expiration date of (B)(6) 2019.